Event description:
The pt received a soft tissue hyaluronic acid filler called expressions by enhancement medical which is approved for use as a nasal splint. It was used off-label as a cosmetic filler under the eyes and in the chin region (melolabial crease) using a total of .9cc for all three areas (approx. 2cc under each eye). The pt was fully aware of its off-label status. Three weeks after the injection which occurred on (B)(6) 2013, she developed very firm masses in all three areas. She has had 8 injections of hyaluronidase to attempt to dissolve the product and there is still product remaining which is causing obvious deformity. We called the company right away when the problem was noted. They informed us that they were aware of a problem with a specific lot (#q36-140) that was hyperconcentrated due to a manufacturing defect. They failed to notify us of the defect. To my knowledge they have not informed all other physicians who have possession of the product that there is a problem with it that could cause a severely deforming complication in pts. Reason for use: cosmetic enhancement.